Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
The date of the event is unknown. Procedure performed: unk. Event description: [image provided] of a trocar incident we were notified about today. This event occurred at [hospital], at some point over the last month. Unfortunately, [hospital] leadership, nor our team, were notified at the time of the event so our knowledge of event detail is limited. That said, the product was disposed of and not available for return. We do know that there was no patient harm and that we believe the break occurred during insertion. Additional information provided by applied medical representative via email on (B)(6) 2026: these have been forwarded on to the [hospital] or leadership team and they are corresponding with the attending physician to hopefully get further insight. We will forward on response and additional detail as soon as we have it. Patient status: no clinical impact. The patient is fine.